Event description:
The morning of wednesday in 2008, the anesthesia machine in the operating room was checked for use. The electrical fail-safe flow sensor and oxygen analyzer were functioning normally. The circuit passed a leak test at 40cm h20 pressure and the machine was deemed ready for use. Approximately 20 minutes ino the case, the machine was alerted of a failure in the gas flow sensor. The flow sensor cable was checked to ensure attachment to the expiratory limb of the breathing circuit. The flow sensor was then recalibrated after placing the machine on stand-by, pausing gas flow and detaching the expiratory limb of the circuit. Recalibration was completed in 5 seconds and verified by the digital display. Spontaneous ventilation was selected, and gas flow was resumed. Approximately 5 minutes after this calibration, an odd noise (sounding like two bumps in short succession) drew attention to the ventilation circuit and co2 absorbant canister. In seconds, the expiratory valve of the circuit and soda lime canister suddenly filled with black soot and smoke. Smoke did not extend back up the expiratory limb to the pt. An independent e- cylinder supply of oxygen was obtained and gas flow through the anesthesia machine was stopped.